Manufacturer narrative:
As reported, during implantation of the ventralight st mesh w/ echo, the inflation tube broke. The ventralight st mesh was implanted and the removable echo ps discarded. Review of manufacturing records (lot hugt1582) identified 190 units were release to stock in (B)(6) 2022. Review finds no similar complaint for inflation tube breakage for this lot to date. A definitive conclusion cannot be made to determine the root cause, however most probable cause that there was sufficient resistance met in pulling the tube through the abdomen to stress the tube resulting in a fracture. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - sample discarded.

Event description:
As reported, during a laparoscopic umbilical hernia repair procedure on (B)(6) 2023, the ventralight st mesh w/echo positioning system was used. It was reported that the ventralight st tubing fractured while pulling out from the umbilicus. Additional surgical time was needed to secure the mesh. As reported, there was no patient harm or injury.